Event description:
The patient¿s wife reported a prior hospitalization during which the patient reportedly experienced blood glucose levels exceeding 1000 mg/dl. No dates or treatment details regarding this hospitalization were provided. The patient¿s wife reported that the patient has been prescribed lantus 50 units nightly but is not currently taking it. She stated that the patient is currently managing insulin needs via injections of humalog 30 units three times daily with meals. Clinical product support (cps) reviewed the patient¿s existing omnipod 5 controller settings as reported by the wife; however, the patient is not currently using the system. During the discussion, significant confusion was identified regarding basal versus bolus insulin, manual versus automated mode, and use of the bolus calculator. The patient¿s wife stated that she had been instructed by the health care provider to enter calorie values into the bolus calculator rather than carbohydrates. Cps clarified that the bolus calculator is designed for carbohydrate-based dosing and advised follow-up with the patient¿s health care provider for further clarification. The patient¿s wife stated that the patient does not intend to restart omnipod 5 therapy and requested that no further contact be made by insulet. It is unclear whether incorrect basal or bolus settings, or use of manual mode with inappropriate settings, may have contributed to the reported hyperglycemia and hospitalization. No further information regarding the reported medical event could be obtained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.